Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced ten events of kinked cannula on 24-oct-2024, 29-oct-2024, 12-nov-2024, 20-nov-2024, 10-dec-2024, 18-dec-202, 07-jan-2025, 15-jan-2025 and 04-feb-2025. Patient noticed symtpoms within three hours of insertion. The site of location was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 10 of 10.